Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -13.00 diopter, in the patients right eye (od). The lens was reported as having excessive vaulting and remained implanted. Patient was prescribed medication.(dorzolamida/timolol every 12 hours). Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Age: unk. Weight: unk. Ethnicity: unk. Race: unk. Implant date: unk. Explant date: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Manufacturer narrative:
Claim# (B)(4).